Event description:
It was reported that patient was experiencing pain only occasionally; usually if she remained standing for long periods of time and she was also earlier diagnosed for scoliosis. The patient underwent surgery consisting of a spinal fusion to adjust the curvature of her spine. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged of suffering from extreme pain that is worse than any she experienced prior to the surgery. In addition, she has lost a fair measure of her flexibility. Patient continued to follow-up until (B)(6) 2012.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.